Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.

Event description:
It was reported that increased thresholds were observed during device change out. The lead was explanted.